Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error when powered on (e226) occurred due to a communication failure caused by a failure of the cable, and scope communication error code (e216) occurred temporarily due to a communication failure caused by a failure of the cable. The event can be detected by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a e216 scope communication error. The issue was found during receiving inspection. No delay to a procedure was reported. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that a cable malfunction caused a e226 scope communication error, that resulted in no image or a noisy image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.